Manufacturer narrative:
Please note: the source of this event was obtained from a literature review journal titled as follows: early perforation after attempted conduction system pacing: lessons from the electrocardiogram. Heart rhythm case reports, vol 12, no 2, february 2026. Francois philippon, md, fhrs, atef badreddine, md, dave gleeton, md, olivier royer, md, mathieu bernier, md, ahmed amine borchani, md, hugo-pierre racine, md. From the 1 institut universitaire de cardiologie et de pneumologie de québec, université laval, québec, canada, and 2 centre hospitalier régional et universitaire de nancy, nancy, france. ¿UDI is not available as product information was not provided due to the nature of the source document - a literature review article as listed above.

Event description:
It was reported that the patient presented for an upgrade and right atrial (ra) lead revision due to phrenic nerve stimulation. The ra lead was explanted and replaced. The patient was discharged. Note: the source of this information was derived from a literature review article titled "early perforation after attempted conduction system pacing: lessons from the electrocardiogram." Heart rhythm case reports, vol 12, no 2, february 2026, francois philippon md et al.